Manufacturer narrative:
Review of the event log confirmed the reported event: on (B)(6) 2025, during a patient data transfer, the system erroneously assigns the same external ID to all transferred patients. The external ID is expected to be unique per patient and is used for identification and access purposes. This duplication causes conflicts in the system, preventing proper patient identification and making it impossible to access any of the affected patient records after the transfer. This event is caused by a software issue related to bulk transfer and is currently being solved. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on (B)(6) 2025, several patients in the clinic "(B)(6)" have the same external ID.

Manufacturer narrative:
Review of the log is still ongoing; results are not available yet.

Event description:
Reportedly, on (B)(6) 2025, several patients in the clinic "(B)(6) " have the same external ID.